Event description:
Healthcare professional reported left side "capsular contracture grade 3 " and "sparse, simple cysts." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Device was explanted.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified, cyst: unable to observe, as it is a medical event. That is not related to the device. Capsular contracture: unable to observe, as it is a medical event. That is not related to the device. It is not possible to determine, the lot number or catalog through the photos provided.